Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the implant only worked for about a week post implant and that she would recharge it to full and then it would deplete within 30 minutes. The patient stopped using it and hadn¿t recharged in months and she wished she never got her latest implant. Information regarding if the patient still had concerns with their device or therapy has been requested. Also, information regarding cause of event and actions taken to resolve the issue has been requested. If additional information is received, a follow-up report will be sent.